Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notification, noise on the rv lead was observed. Upon interrogation, ventricular fibrillation ventricle lead noise was seen on the device. No inappropriate therapies were delivered. Pacing lead impedance, high voltage lead impedance, capture thresholds and sensing was stable. It was recommended to perform a chest x-ray to see if lead noise was reproducible. Patient was sent to another facility to perform chest x-ray. Patient has a follow up appointment in another few months. Patient was stable prior, during and post device interrogation. No further information available.

Manufacturer narrative:
A partial lead was returned in 5 segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.7-14.5cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.6-6.7cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 4.6-4.7cm and 17.7-17.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 15.6-17.0cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.3-5.4cm from the distal tip. The sensing conductor etfe coating was abraded at these locations. This is consistent with the observation from the field of noise and capture anomaly.

Event description:
New information received: patient presented to the hospital for a device change out procedure and rv lead was explanted due to noise and no capture issue, upon lead fluoroscopy, externalized conductors was observed was observed on the rv lead. Lead sensing r-wave and impedance was stable. Lead was explanted and a new lead was implanted. Patient was stable post procedure.